Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011 patient reported his infusion sets are leaking and causing elevated blood glucose levels. Patient stated he received readings of 300-400 mg/dl. Patient stated his normal blood glucose range is 200-300 mg/dl. Patient's readings are back in his normal range. Patient reported he was able to treat his blood glucose level by bolusing with the infusion device. Patient stated the issue only occurs when he gives a bolus of about 25.0 units of insulin. Patient stated he noticed the leak by the smell of insulin and his shirt is wet. Patient reported the infusion set connector is not loose and the adhesive is sticking correctly. Patient stated the leak is coming from the top of the adhesive on the clear part. Patient reported there was no damage to the infusion set. Patient stated this issue has occurred 10 times in the last 2 months. Patient reported he rotates his infusion site 2 inches from the last infusion sit; he is using the left side of the stomach only. Patient discarded the alleged infusion sets. The patient did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.